Manufacturer narrative:
(B)(4). Patient selection: the starclose se device was deployed in a calcified right common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the clip was deployed and the starclose se device was removed from the anatomy. It was found that hemostasis was not achieved and the clip was found at the distal end of the clip delivery tube. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed no nonconformities related to the reported event. A review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, medwatch # 2024168-2017-00941.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported clip at the distal end of the device was confirmed. The investigation determined the reported difficulties appear to be related to use error/ calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.